Event description:
Same case as #2134265-2009-00776. It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred and post procedure a thrombosis occurred. A cardiac cath was performed due to an acute mi with st segment elevation. A 100% stenosed lesion was located in a calcified mid right coronary artery (rca). A thrombus in the mid rca was extracted with an aspiration catheter. The lesion was predilated with a 2.25x15mm apex balloon, inflated to 8 atm's. The pt became bradycardic, with a heart rate of 30 and the pt experienced a seizure. Atropine and noradrenaline were administered and cardiac compressions were performed. Ivus was performed and a taxus express2 3.0x12mm drug eluting stent was deployed at 16 atm's. After the stent was implanted, the pt experienced another seizure. Angiography showed a 25% stenosis in the ostium of the proximal rca. The taxus express2 stent was well positioned and well apposed. An intra-aortic balloon pump (iabp) was inserted for blood pressure support and the procedure was ended. The pt was transferred to ccu and about 3 hours later, experienced st elevations, chest pain and back pain. The pt returned emergently to the ccl where they found a thrombotic total occlusion of the proximal portion of the taxus express2 stent. A slight dissection was also noted at a curve of the proximal to mid rca. No dissection was noted during the initial procedure. The pt experienced another seizure. The thrombus was removed with an aspiration catheter which improved blood flow and the pt's level of consciousness improved. Several inflations were made with a 3.0x8mm quantum maverick balloon to dilate the taxus express2 stent. Ivus was performed which confirmed that the stent was well expanded. No further complications occurred. The pt returned to the ccu. Two days later, the pt was being weaned from iabp in stable condition.

Manufacturer narrative:
As the unit has not been returned, a technical analysis is unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.